Event description:
It was reported that the pt did not receive any benefit from the device. The pt reportedly had trouble hearing and discriminating speech with the implant. Due to medical issues which require a number of MRI scans and the pt's limited benefit, it was decided to explant the pt. The surgery took place on (B)(6) 2012. Vibrant med-el was not informed by the clinic about the surgery until after it had taken place.

Manufacturer narrative:
The device has been explanted and should be returned to the MFR for eval. When available, a device analysis will be submitted as a follow up report.